Event description:
It was reported that during a routine follow up it was not possible to interrogate the device. It was also noted that patient received high voltage therapy due to external noise and that the patient was "in an environment with electromagnetic field for a long time (months)". The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. Since no save to disk data could be retrieved from the device and no other data was provided from the field there is no way to confirm this result. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing 5 - lfp high rate-ns <= 215 ms average v-cycle on (B)(6) 2012 in the timeframe between 02:40:08 and 02:41:11. 7 - ventricular nst<=215 ms between (B)(6) 2012 12:53:31 and (B)(6) 2012 08:12:47. 1 - vf=160 ms average v-cycle between (B)(6) 2012 13:53:31. Std review - lead integrity alert triggered. 3 - patient alerts for lead failure predictor between (B)(6) 2012 02:53:31 and (B)(6) 2012 02:41:14.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated shorting/low impedance in the hybrid.